Manufacturer narrative:
We received the catheter with sliding clamp, and a needle-free connectors (not a vygon germany product) as faulty sample. Flushing the catheter with water through the distal lumen was successful, and no leakage was detected. Flushing through the proximal lumen was also successful but revealed a leakage just proximal to the 30 cm marking. Microscopic examination revealed a longitudinal tear measuring approximately 1.54 mm, which caused the leakage. The damage was likely caused by contact with a sharp instrument (for example, scissors, forceps, or a scalpel). A leak test was repeated on the affected sample following the same procedures used during production. The test showed that the catheter was not leak-proof at 1 bar and 1.5 bar when tested via the proximal lumen. Therefore, this catheter would have been rejected and disposed of during production. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change, 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer reported that the catheter was used for 7 days, and using an alcohol-based disinfectant, which can also damage the catheter. Furthermore, there is a warning in the IFU: do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. A two-year review of vygon USA's complaint data shows that there were four reported leakage complaints for lot 24f006d, all originating from this facility. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Additionally, the customer reported that the catheter was used for 7 days before the leakage occurred, suggesting that the defect is unlikely to be manufacturing-related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Event description:
PICC was found leaking under dressing . Patient had to be sedated and prepared for insertion of a new line. This was very difficult to insert a PICC due to size and fragility.

Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion. Via a follow-up MDR.

Event description:
PICC was found leaking under dressing . Patient had to be sedated and prepared for insertion of a new line. This was very difficult to insert a PICC due to size and fragility.